Manufacturer narrative:
Section a. Patient information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that procedure was being performed cervical fusion and 5-minute cause a delay to the procedure. Issue occurred intraoperatively, patient information received.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that tested all pendant buttons. Open and closed door 25 times and found no issue. Performed imaging system checkout. Unit is properly functioning. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the open and close button were malfunctioning. Site reported that when press the buttons, the gantry started to open or close before it stopped, and site must press the buttons multiple times for it to fully open or close. No additional information provided. Patient presence unknown.